Event description:
The iab was inserted into the pt on 1/13/98 at 11:47 a.m. And removed on 1/13/98 at 6:00 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: major ischemia/removal required- reported 1/15/98.) (Pt's current status: unk rpt'd 1/15/98.)